Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak from the cassette coincident with automated peritoneal dialysis therapy. This occurred during the priming phase of peritoneal dialysis therapy. The patient was not connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The technical service representative advised the care giver and patient to start therapy over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.